Event description:
It was reported that pump displayed malfunction alarm malf 9 with fault ID available and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction occurred again.